Event description:
Camino advanced monitor with icp waveform, ict (cam01) "pressure monitor not working." The event was found during setup and was described as follows: "the problem is the connector on the side of the camino for the pac cable was loose and sometimes the signal is lost and no data shows." They noticed this during training of the staff and not during usage; therefore, there was no patient contact or delays for patients.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.